Event description:
It was reported that an overdischarge was confirmed and that it was unknown what number overdischarge it was. It was noted that a physician mode recharge (pmr) was performed. It was noted that it was unknown if action was required as a result of the event. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that the patient stopped using the implantable neurostimulator (ins) 2 years prior to report and did not recharge again. It was noted that the patient had been getting good pain relief prior to discontinuing use. It was noted that the patient would like to use the ins again but it was in overdischarge mode requiring physician restart. Additional information received reported that the patient returned to the office stating that she was unable to recharge on her own. It was noted that the ins was interrogated and found in overdischarge mode. It was noted that it was physician restarted and charged to 50 percent but was still unable to communicate with the ins using the clinician programmer. It was noted that the patient was considering an ins replacement. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead, product ID: 377860, lot# v013676, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).